Event description:
It was reported that the ilet pump¿s screen detached and fell off in two pieces, consistent with a device housing/screen bezel separation issue, and the patient¿s caregiver initiated a replacement while the patient used backup therapy without reported blood glucose impact. Symptoms included no adverse clinical effects. Outcomes included no medical intervention or hospitalization. Investigation included complaint handling, user education on shutdown and data transfer limitations, shipment of a replacement device, instructions for return, and confirmation of return. Investigation of this device revealed a mechanical screen assembly failure consistent with screen bezel separation of the device exterior component. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the screen assembly.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.